Event description:
During a pci / stenting treatment procedure, a stent dislodgment and migration occurred. The physician had deployed one stent successfully in the unspecified vessel. While attempting to place the express2 monorail 16/4.0 mm distal to the first stent, it came off of the delivery balloon. The stent was initially retrieved, but then lost in the femoral artery. This stent was not removed. A third stent was successfully placed at the lesion location. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'okay.'